Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests that the death was device related.